Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6) 2020. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a regulatory authority and describes the occurrence of metrorrhagia ('metrorrhagia') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced metrorrhagia (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), myalgia ("muscle pain") and arthralgia ("joint pain"). The patient was treated with surgery (salpingectomy by laparoscopy with implant removal in (B)(6) ). Essure was removed in (B)(6) at the time of the report, the metrorrhagia, fatigue, myalgia and arthralgia was resolving. The reporter provided no causality assessment for arthralgia, fatigue, metrorrhagia and myalgia with essure. The reporter commented: the patient had a significant decrease in symptoms in (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data has been conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2020. This spontaneous case was reported by a regulatory authority and describes the occurrence of metrorrhagia ('metrorrhagia') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced metrorrhagia (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), myalgia ("muscle pain") and arthralgia ("joint pain"). The patient was treated with surgery (salpingectomy by laparoscopy with implant removal in (B)(6) 2017). Essure was removed in (B)(6) 2017. At the time of the report, the metrorrhagia, fatigue, myalgia and arthralgia was resolving. The reporter provided no causality assessment for arthralgia, fatigue, metrorrhagia and myalgia with essure. The reporter commented: the patient had a significant decrease in symptoms in (B)(6) 2017. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.